Manufacturer narrative:
A complete lead without the original packaging was returned in one piece for analysis. Visual analysis found the double bend region of the lead did not meet specification. X-ray analysis did not find any anomalies.

Event description:
It was reported that during an implant procedure, the lv lead noted to be bent. As such, the physician elected to use a new lv lead. The patient was in a stable condition.